Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3245 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I am writing to report two leaks on 2 midlines in a row for the same patient. She is a patient hospitalized. For the first midline, I was able to authenticate the leak and therefore change the midline, to put another on the other side. Today, the center is calling me back to report another leak. The catheter is needed 2 more days. They leave it and will do with it. The leak appears to be localized at the proximal end." This report addresses the first leak.